Event description:
When using this balloon catheter and a .014 wire during ptca of rca lesion, rptr had difficulty removing balloon after deflation. Rptr had to remove entire system. The balloon had accordioned on the wire. Ptca completed without further problem.